Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the rotational motor gear assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a complete loss of motorization therefore the system was unusable. There are no reports of patient injury or death associated with this event.